Manufacturer narrative:
Clarification d4: left side lot#: 62468. Clarification d.6a: date of implant: 2004. The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.

Event description:
Healthcare professional reported left side "exchange from textured to smooth due to the patients concerns with the product". Healthcare professional later reported "rippling". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, opening was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "exchange from textured to smooth due to the patients concerns with the product". Healthcare professional later reported "rippling". Device has been explanted.